Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken black wire.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an absence of vibrate anomaly. The customer¿s current blood glucose level was 6.4 mmol/l at the time of the incident. The customer reported the settings being correct and this happening during normal use. The customer did troubleshoot the issue, but anomaly persists. The insulin pump will be returned for analysis.